Event description:
It was reported that the left monitor would cut out during fluoroscopy. This would prevent the live image from being displayed, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.